Event description:
It was reported the patient developed irritation on the skin while wearing the pod on the abdomen for between 36 and 48 hours. The patient noted a burning sensation on the second day of pod wear. When the pod was removed, there was a scab and erosion on the first layer of skin. No medical assistance was required.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.